Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information, such as course of treatment. Further information was requested but not received.

Event description:
It was reported that the patient experienced an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the system was explanted to address the issue.